Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 470 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer called because they received a loner insulin pump and needed assistance to operate the device. The customer was assisted with the issue and was able to successful in delivering a bolus.